Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 484 mg/dl at the time of incident. Customer also reported that insulin flow block alarm occurred. Customer reports event was resolved by changing complete set (inf and res). Customer is reporting a past event. Customer treated with insulin pump and manual injection. Customer declined troubleshooting for insulin flow blocked. The product will not be returned for analysis.